Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2015.

Event description:
It was reported that the patient experienced syncope due to no capture on the right ventricular (rv) lead. It was also noted that the rv lead exhibited increasing impedance measurements and high thresholds. The lead was reprogrammed and subsequently, capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.